Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received as an empty opened foil and a detached needle and a suture broken in two pieces. During the visual inspection of detached needle, the swage and attachment area were noted with marks that appears to be by use of a surgical instrument. The barrel hole was noted flat and filament suture could be observed. The sutures pieces were observed cut and with body fluids, present fraying and frizzy caused due to separation of the needle during the use. To avoid this kind of damage; grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Per the condition of the sample received, the assignable cause of the performance breakage suture, performance fraying suture and performance untying suture knots intra-op was an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mg6771 batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that the patient underwent pacemaker procedure on an unknown date and suture was used. The suture broke and frayed during use. The strands unraveled. Another like device was used to complete the procedure. There were no patient consequences reported.